Manufacturer narrative:
Evaluation summary: it is reported that the knee was revised due to pain and instability. The surgeon reports that there was no implant failure. No product was returned for evaluation. Also, x-rays are not available for review. The cause of the pain and instability could not be determined due to insufficient information. No product was returned. Review of the manufacturing and packaging device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised in 2008, due to pain and instability. Implant date is unknown.